Manufacturer narrative:
We have not received the complaint device for evaluation. Hence, we could not conclusively determine the root cause of the malfunction. During our follow-up investigation, we learned that the device was checked before use and the catheter was found to be functional. Balloon was inflated per the recommended volume stated in the label. The malfunction occurred during the first pass while removing a fresh clot from patient's iliac axis. The contact person also mentioned that the patient had extended calcification in his vessel but did not contain any tortuous or stenotic regions. Surgeon experienced excessive resistance while removing the clot. After encountering the deflation issue with the balloon, surgeon pulled the catheter from the patient's vessel with resistance. There was no injury to the patient as a result of this incident. Surgeon used another catheter to complete the procedure. Our review of the lot history records for these lots did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from these lots. Without the returned device, we remain inconclusive about the root cause of this issue. It is possible that some procedural factors ( use of excessive force to remove the thrombus) may have contributed to the balloon failure. The arterial embolectomy catheter is not recommended for the removal of fibrous, adherent or calcified material ( eg. Chronic clot, atherosclerotic plaque ). This catheter is not designed to withstand the additional pull force needed to remove these materials. Our IFU properly warns users to avoid using excessive force to push or pull catheter against resistance during use. We currently have a corrective action and preventive action (CAPA) open to address the issue. There was no injury to the patient as the result of this incident.

Event description:
During an embolectomy procedure of the right iliac axis, lemaitre over-the-wire embolectomy catheter was inserted from the femoral artery. However, during the procedure, balloon failed to deflate. Surgeon was unable to withdraw or advance the catheter inside the artery and was therefore temporarily stuck in the vessel. It was after multiple attempts, surgeon was able to remove to the catheter from the patient's vessel. Surgeon observed the balloon had remained inflated. Surgeon then used another catheter to complete the procedure. Procedure was completed with restoration of blood flow and without any significant consequences to the patient.